Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The load cell and voltage verification check was performed and passed. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. A post- accelerated stress test (ast) 2 hour 15 minutes 8500 ml simulated treatment was performed. The cycler power button turned on and off during treatment to verify ¿power fail recovery¿ operates as intended. The cycler ¿power fail recovery¿ performed as intended. The treatment was resumed and completed without any failures or problems. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler was receiving an m21 invalid sensor reading along with power fail recovery failed during treatment. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did not complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, the front panel touch screen remained blank. It was identified that the transformer on the inverter board was burned.